Manufacturer narrative:
No malfunction of the device was reported and based on the event as reported, it is alleged that the cause of the patients post operative pain is post surgical scar tissue entrapped in the nerve. As reported the patient is responding to the medication prescribed by the pain management clinic and will continue to follow up with them. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should the a patient contact davol with additional information a supplemental MDR will be submitted the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol: on (B)(6) 2015 - the patient underwent an abdominal hysterectomy due to a fallopian tube cyst that had burst. On (B)(6) 2015 - the patient underwent an inguinal hernia repair with implant of a bard/davol soft mesh. During recovery the patient stood up to start getting dressed and she almost fell, but her husband caught her. As alleged there was concerned whether she could have torn something, but it was reported that the staff didn't want to check her surgical site to see if it was ok. Post operatively she experienced severe pain in her right groin. On (B)(6) 2015 - the patient had a follow up appointment with her surgeon and he indicated she did not appear to have any recurrence and referred her to a pain management clinic. The patient stated she chose not to attend the pain management clinic as she was looking to find out why she was still in so much pain and discomfort. The patient described the pain she was experiencing on a daily basis as "sharp, shooting down her leg at times" as well as "pulling sensation from her right groin" that caused her to become restricted with walking only short distances and she also cannot work due to her pain. The patient had not had a follow up apt with her surgeon since 1 month post operatively, but has presented to the ER numerous times for the pain. No dates or details provided on (B)(6) 2016 - the patient presented to the hospital ER with complaints of pain. A CT scan was performed and determined she did not have a recurrence of the hernia. The hospital ER physician then referred her to see a general surgeon. On (B)(6) 2017 - the patient had an office exam consultation with a general surgeon who palpated her right groin where she reports the area of pain. Per the contact, the surgeon stated he could feel the soft mesh was intact and no recurrence was felt, however, there appeared to be a nerve he palpated and stated since her hysterectomy and inguinal hernia repair she has formed scar tissue which has entrapped the nerve in that area and that is where the pain she continues to feel is coming from. He referred her to a pain management clinic who prescribed her nerve pain medication. As reported, since she has started to take the medication the sharp pain she previously experienced has been relieved. The patient will continue to follow up with the pain management clinic.